Manufacturer narrative:
(B)(4) peritonitis is addressed in the IFU. (B)(4). Investigation results: an IFU is provided with this device that details the appropriate contraindications, precautions and placement techniques. Per qc spec, there is 100% verification that the correct tubing has been supplied, the distal end is closed and rounded and the catheter surface is not damaged. The complaint device was not returned to assist in this investigation. The physicians believe the pt condition contributed to the event. The physicians also feel that the rigidity and size of the device may have contributed, but that they plan to continue using the device as they have not experienced similar issues with prior placements. Based on this info, the root cause remains unk. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. Per quality engineering risk assessment (qera), the risk is insufficient to warrant corrective action at this time.

Event description:
Two weeks after the tube (nasojejunal feeding in the jejunum) was placed, the pt developed acute peritonitis and had a 4 cm laceration at the jejunum, part of the tube was out in this area. Chronic damage to the pt's duodenum throughout two weeks was caused by size and rigidity of the tube. The following add'l info was received via email late (B)(6) 2011: the torque cable was only used to insert in the stomach, then it was withdrawn. The first x-ray was performed to confirm placement in the stomach, which it was. After an hour, they pushed the t2 of 10 cm to help it go through the pylorus, since the tube had not yet advanced on its own. Once the duodenum was reached, the tube continued migrating slowly, but surely, in the jejunum. Final x-ray confirmed this. Prior to t2 placement, no other exploratory procedures had been performed in the digestive tract, except for another MFR's tube, that was quickly removed, as it was working at all for this pt. They were able to successfully feed the pt for 2 weeks with t2; the pt then developed peritonitis. They could see part of the tiger 2 sticking outside of the duodenum, while the tip was still sitting in the jejunum. The pt went in the operating room so the surgeon and physician could remove the tube and repair the 4 cm laceration at the duodenum. Event description: both physicians feel the rigidity and size of the tube caused damage over the course of two weeks due to contact of the tube with the fragile wall. The pt is a (B)(6) male who had a severe case of streptococci a in the right shoulder, was in severe septic shock, had (B)(6), even lost some fingers, had ileus, secondary pancreatitis caused by the whole scenario, hypoperfusion, also resulted. The physician feels the condition of the pt contributed as much as the tube itself to the situation, and when he spoke with the family, they also understood this was a complication for which the root was hard to pin point. They don't blame the tube only, or the physician, but the combination of all elements. That is why they don't wish to report it. The following add'l info was received on (B)(6) 2011 via email: prior to this pt, the clinicians had used several tiger 2 njft successfully. The pt is a (B)(6) male who had a severed case of streptococci a in the right shoulder, he was admitted in severe septic shock, also having (B)(6), necrosis to several fingers and toes, an ileus, secondary pancreatitis, treatment with multiple vasopressors were administered to treat hypoperfusion. It is possible he may have also experienced ischemia to internal organs due to this disease process. No abdominal or gastric procedures had been performed. Two - three days later, the tiger 2 was placed, though typically they may wait 5 - 7 before feeding for cases similar to this. They thought this pt would be a good candidate for the tiger 2 to begin early feeding. The tiger 2 was placed according to the IFU, the torque cable was used to advance into the stomach, but they avoided advancing the wire all the way to the distal end of the tube in order to keep the distal 10 cm flexible. X-ray confirmed placement in the stomach. One hour later, the tube was advanced 10 cm. A second x-ray confirmed placement in the duodenum. The tube continued to advance to the jejunum, the pt was fed via the tiger 2 for 2 weeks, receiving good nutrition. One week post insertion a CT scan was performed and nothing unusual was observed, no other signs or symptoms had yet occurred. Two weeks post insertion, the pt began experiencing peritonitis. Further imaging showed a small section of the tiger 2 outside of the duodenum, while the tip was still sitting in the jejunum. The pt was taken to the operating room, the surgeon removed the tube and repaired the 3 - 4 cm laceration at the duodenum. Both physicians feel the rigidity and size of the tube may have caused damage over the course of two weeks due to contact of the tube with the fragile bowel wall. The physician was asked if he thought this could have occurred with other sbft's and he said it could have. Due to the severity of illness and therapy this pt received, ischemia to the small bowel may have occurred. When the pt was taken to the operating room they did see some gastric ischemia. The physician was asked if the clinicians noticed anything unusual about the tiger 2 when it was removed, did they still have the tube. He said he hasn't been able to speak to the surgeon again but will f/u with her. The physician was asked if there was any difference in the therapy this pt received than previous cases like this and he said the only difference was they decided to begin feeding at 2 - 3 days vs 5 - 7 days because the tiger 2 was available and they'd had prior success using it. He said that maybe this occurred because they began feeding early. The physician was told that we have not seen any previous occurrence of this type with the use of the tiger 2, we would continue to follow all adverse reports and keep him informed if anything like this occurs again. The pt is doing better, he is still in the ICU. The physician had 3 successful placements of t2 with 3 other cases, this fourth one is the only troublesome one. At this point, they will not attempt further insertions of the tiger 2. Chronic damage to the pt's duodenum throughout two weeks caused by size and rigidity of the tube.